Event description:
It was reported by service report that the scale is not working. The head right and foot right load cells were faulty and would need to be replaced. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result - load cell.